Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that tower door failed. Field service engineer confirmed that tower door was failed manually and was able to recover. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system failed storage space, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.